Event description:
It was reported that a user¿s new ilet pump showed persistently high glucose after initial setup, with a fingerstick of 444 mg/dl, and the caregiver performed a full supply change shortly before contacting support; troubleshooting and education were provided with a planned follow-up to assess glucose reduction. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or medical intervention beyond self-management and troubleshooting. Investigation included complaint intake, collection of use details, and planned follow-up for blood glucose verification. Investigation of this case revealed an unclear cause of hyperglycemia with no confirmed device malfunction identified at the time of the report. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.